Manufacturer narrative:
Reported event: an event regarding crack/fracture and abnormal ion level involving a restoration modular body was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: the revision operative report states ¿he reports that about 2 months ago he had severe onset of severe pain in the right thigh area. He came to my office for evaluation. X-rays were obtained of the right hip and these demonstrated what appeared to be malalignment of the modular femoral component in the femur. The angle appeared different from previous x-rays suggesting fracture of the distal segment of the modular stem.¿ the femoral stem was broken at the trunnion of the distal segment.